Manufacturer narrative:
An evaluation of the kangaroo pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed, and the reported issue of over feeding is confirmed. The root cause of the reported condition is could be due to the damaged pcb. The possible root cause of the damaged pcba (d15 lifted pads) could not be determined at this time. As a corrective action, the pcb (d15 lifted pads) has been replaced.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding pump seemed to be overfeeding. There was no patient injury. The pump was returned to them for testing. The pump was tested with water set for 60/hr. It ran a half an hour and was over by about 8. There is no further information available regarding the feeding that occurred at the facility or the patient that was involved.